Manufacturer narrative:
Additional information : the device was manufactured september 14, 2018 to september 16, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) was leaking from an unspecified location. This was identified during an unspecified process step. There was no patient involvement. No additional information is available.